Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a nurse was changing the medications on 2 pumps when a balloon in the pumping segment was noticed. The tubing was the vasopressin medication or one other unknown medication which had the balloon. The event occurred the last weekend in september. There was no patient harm.

Manufacturer narrative:
The customer report of a balloon in the pumping segment was confirmed. During visual inspection it was observed that the silicone segment tubing had a bulge and discoloration, and was weakened just below the upper fitment. During functional testing fluid flowed freely with no ballooning. In further testing an IV push was performed without occluding the tubing above the injection port and a bulge/balloon was noted when the pump door was opened. The root cause of the balloon/bulge in the silicone segment was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
The customer reported that a nurse was changing the medications on 2 pumps when a balloon in the pumping segment was noticed. The tubing was the vasopressin medication or one other unknown medication which had the balloon. The event occurred the last weekend in september. There was no patient harm.